Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they received an alarm which blocked the insulin flow during priming. The customer's blood glucose was 14 mmol/l at the time of incident. The customer stated that they tried changing sets with the same reservoir but it did not resolve the issue. The customer also stated that the issue was resolved when they changed the reservoir. The reservoir will not be returned for analysis.